Event description:
The physician closed the arteriotomy with the closer s 6 fr device without incident following an interventional right renal angioplasty/stent procedure. The pt returned to the hosp 3 days later, with complaint of right leg pain. A doppler ultrasound of the right leg was performed and revealed a stenosis of the right common femoral artery. An MRI angiogram was performed the next day and confirmed the severity of the stenosis. An angiogram was performed the next day and revealed a significant stenosis at the site of the closure. Surgery was peformed the next day. The stenosis appeared to be from the anterior wall being "sewed" to the posterior wall. The vessel was repaired with a vein patch. There was no report of further pt complications.